Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Product not returned.

Event description:
Patient was implanted with an lfit anatomic cocr v40 femoral head on her right hip on or about (B)(6) 2013. Patient suffered from excessive levels of cobalt and chromium in her blood as a result of the implanted device. Patient has not yet scheduled a surgery for explantation of the device.